Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient usually charges at night and did not notice that his recharger had come unplugged from the wall and was not charging his device. The patient realized that his stimulator wasn¿t working because his pain gradually increased. There was an alleged overdischarge. An antenna locate was performed which brought the implantable neurostimulator out of overdischarge, and the patient was able to recharge normally. The patient was practicing recharging and using the device locator in case he needed to ¿wake up¿ the battery at home in order to initiate a charging session. The patient was checking to make sure the implantable neurostimulator was off when the implantable neurostimulator started shocking him. As the power on reset message was active, the patient pressed the off button on the recharger which caused all of the contacts to become active and fully ¿light up¿. The patient began to experience uncomfortable stimulation that caused his whole body to shake. The implantable neurostimulator did not have enough charge in it to sync, so they could not read it or clear it with the clinician programmer or the patient programmer, but the implantable neurostimulator was showing that it was off. The manufacturer representative was directed how to stop the overstimulation. A physician mode recharge was started and shocking/overstimulation stopped immediately after it was initiated and turned to a subtle vibration which eventually went away. The manufacturer representative cleared the power on reset message, and the implantable neurostimulator recharger then flipped over to a normal recharging screen from the physician mode recharge countdown screen. The patient does not want to be explanted as he is receiving good pain relief with the spinal cord stimulation system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.